Event description:
The user's hearing performance with the left side device is affected. The user experienced a gradual decline in hearing. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation was postponed but no new date has been scheduled yet.

Event description:
The user's hearing performance with the left side device is affected. The user experienced a gradual decline in hearing. At a fitting appointment in february 2020 the parents reported that the user is still responding to sound but it is not a clear response and the device is not worn continuously as the child is not happy. The plan had been to re-implant the recipient in march; however, due to the current situation the hospital have postponed all surgeries until further notice.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the left side device is affected. At fitting appointments affected channels have been seen.